Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer experienced a seizure and went to the emergency room (ER) with a low blood glucose (bg) level of 31 mg/dl. Customer consumed carbohydrates and juice to address bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.